Manufacturer narrative:
This supplemental report is being submitted to correct d10 (date returned to manufacturer).

Manufacturer narrative:
The referenced scope was returned to olympus for evaluation. A visual inspection on the received condition was performed on the scope and found kinks noted on the suction channel and at the instrument channel wall from the distal end area. However, there were no signs of foreign objects/materials inside the instrument/suction channel. The cause of the kinks on the suction/instrument walls are potentially due to handling from excessive force applied to the scope. The scope passed the leak test. The scope was repaired and returned to the user facility. A review of the scopes instrument history indicates the scope was purchased on august 29, 2015 and was last repaired on february 15, 2019. As a preventive measure, the instruction manual states ¿before each case, to prepare and inspect the endoscope as instructed. When inspecting the instrument channel, ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ also to "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a colonoscopy procedure with biopsy, the user facility reported that a foreign ¿tissue¿ was pushed out of the biopsy channel at the distal end of the scope before the patient¿s tissue was biopsied. The nurse did not see the foreign tissue fall into the patient but was uncertain if the foreign tissue was suctioned or where it went. Following the procedure, the scope was reprocessed and returned to olympus. There was no patient injury reported.